Event description:
It was reported that the patient called saying left hip has been bothering him. He has been experiencing tenderness on side and front of left hip. He reports feeling a popping sensation on his left side sometimes. Patient also had right hip replacement on (B)(6) 2010, but not experiencing any problems with right hip.

Manufacturer narrative:
At this time the patient was unable to identify the devices implanted, but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.